Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth break off"), alopecia ("hair thinning bad"), abdominal distension ("abdominal bloating") and weight fluctuation ("started losing weight right after surgery but now I am gaining"). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the medical device removal, tooth fracture, alopecia and weight fluctuation outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, alopecia, medical device removal, tooth fracture and weight fluctuation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth break off"), alopecia ("hair thinning bad"), abdominal distension ("abdominal bloating") and weight fluctuation ("started losing weight right after surgery but now I am gaining"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, tooth fracture, alopecia and weight fluctuation outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, alopecia, medical device removal, tooth fracture and weight fluctuation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event medical device removal, abdominal bloating, started losing weight right after surgery but now I am gaining. Event tooth fracture was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.